Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient called to report that an entire box of connectors could not be twisted to lock into place. The patient was eventually able to achieve connection by using pliers but reported wasting a full box of connectors while attempting to connect properly. Lot information was unavailable. Replacement supplies were arranged, and the case was closed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.